Event description:
In may 2005 co was informed by distributor that a piece of wire from a nitanium palatal expander broke in a pt's mouth and the broken piece was swallowed by the pt during the breakfast. The pt was admitted to the hosp and the broken piece was extracted from the pts body using a procedure called "coelioscopy". After the extraction procedure, the pt returned to normal life routine and there was no permanent injury to the pt. The incident has been reported to the competent authority by the distributor and a copy of the report was provided to.